Event description:
During the procedure the dilator of this device was defective. Reportedly, the device is "too big, and is bending and kinking in the sheath." The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.